Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A home health care worker reported that she found their unlocked freestyle meter set to mmol/l after she took a sugar level (15.5 mmol/l) and gave a customer some orange juice. The glucose level was measured after customer had fallen on the floor and paramedics checked her over and put her back in her wheel chair without checking her glucose level.